Event description:
It was reported that a patient underwent the surgery with the reflex plate and vboss cage and six months later the surgeon confirmed via x-ray that the screw inserted in the bone was loosening. The surgeon however continued to monitor the patient. Unfortunately the clear zone increased around the screw and the screw loosened further, a deglutition disorder was observed in the patient. Therefore, the surgeon removed the plate and cage.

Manufacturer narrative:
Method: device history review. Results: two reflex-hybrid variable angle self tap screws was confirmed via x-ray to have pulled away from the vertebral body requiring a revision surgery. The complaint history for screw back out of reflex-hybrid variable angle self tap. Screw was reviewed and this was the first occurrence for this lot # ukf. Furthermore the manufacturing records were reviewed and no issues were found. The patient was reported as having normal activity levels and the bmi was calculated and rated the patient as overweight. These are possible contributors to a plate migration/screw back out. Conclusion: the product was not returned for investigation; therefore, the exact root cause couldn¿t be identified.

Event description:
It was reported that a patient underwent the surgery with the reflex plate and vboss cage and six months later the surgeon confirmed via x-ray that the screw inserted in the bone was loosening. The surgeon; however, continued to monitor the patient. Unfortunately the clear zone increased around the screw and the screw loosened further, a deglutition disorder was observed in the patient. Therefore, the surgeon removed the plate and cage.